Manufacturer narrative:
The customer provided data for a third patient sample with discrepant phosphate results. The sample initially resulted in a phosphate value of 9.54 mg/dl on 28-jan-2026. The sample was automatically repeated, resulting in a value of 3.64 mg/dl. No questionable results were reported outside of the laboratory.

Manufacturer narrative:
Medwatch sections d. Device identification, d. Manufacturer info, g contact office-manufacturing site (continued g1), and medwatch field g4 PMA / 510k (premarket numbers) updated. The field service engineer performed further adjustments in the ultrasonic mixer and rinse station. The investigation determined that the service actions resolved the issue.

Manufacturer narrative:
The c702 analyzer serial number is (B)(6). The carryover evasion wash programming was checked and it was correct. The field service engineer returned and checked the mixer adjustments and no issues were found. The dispense/aspiration of the wash station nozzles were checked and they were cleaned as a preventive action. Crystallized residues were found between cuvette segments. The cuvettes were replaced and the incubation bath was cleaned. A cell blank was performed. Precision studies were performed. The investigation is ongoing.

Event description:
The initial reporter stated they received discrepant results for two patient samples tested with phosphate (inorganic) ver.2 on a cobas 8000 c702 module. The first patient sample initially resulted in a phosphate value of 9.85 mg/dl. The sample was repeated twice on a second analyzer, resulting in values of 4.30 mg/dl and 4.59 mg/dl. The sample was also repeated on a third instrument, resulting in a value of 4.27 mg/dl. The field service engineer found crystallization on a wash station nozzle. Aspiration tips on the wash station were worn. The sample and reagent probes were dirty. The wash station nozzle was cleaned and the dispense volumes were adjusted. The blank water and rinse water were checked. The gear pump was checked. The instrument was confirmed to be working correctly. After service, the second patient sample initially resulted in a phosphate value of 9.71 mg/dl on 29-dec-2025. The sample was repeated, resulting in a value of 4.02 mg/dl.